Manufacturer narrative:
Device evaluation of the monitor and electrode belt have been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The device was started up at 17:21:32 on (B)(6) 2022. From approximately 19:35:35 to 19:39:10 and again from 19:42:05 to 19:43:04, vt was seen intermittently. Heart rate at or below the threshold, heart rate self-converted, motion artifact, and heart rate not in detection sequence long enough prevented the lifevest from treating the patient during these times. The electrode belt was disconnected at 19:44:19 on (B)(6) 2022. The patient passed away on (B)(6) 2022.